Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) vented paclitaxel sets would not back prime. Each paclitaxel set was being used as a secondary set along with an unspecified burette primary set and a baxter infusion pump. During back priming the paclitaxel set was kept lower; however, the set would not prime. The paclitaxel was in a plastic semi-rigid bottle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two samples were received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples were gravity tested and air tested under water with no issues noted. The samples were found to operate per specification. The reported condition was not verified. The third sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.